Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported 'air in line' alarms upon power up were unable to be reproduced. Multiple 'air in line' alarms were present in the history log. But these were found to occur after the pump was set up to run. Further investigation found the lower upstream sensor reading was below spec, which would make the pump more sensitive to 'air in line' alarms. The pump was calibrated to correct this condition.

Event description:
It was reported that a spectrum pump would alarm 'air in line' upon power up. It was also reported that there was no pt involvement.